Event description:
A malfunction was reported, indicated by a malfunction code on the device. There was no adverse impact to the customer's blood glucose level. It was determined that the malfunction persisted despite resetting the pump, so the technical support team decided to replace the pump.